Manufacturer narrative:
Getinge service was not requested in connection with this complaint event. However, the customer has advised that they checked the iabp and no issues were found and that it was possibly as a result of user error.

Event description:
The customer reported that while supporting a patient the cs300 intra-aortic balloon pump (iabp) kept generating iabp disconnect message and occasional auto-fill failure alarms. All connections were checked and were secure. There was no indication of a leak. The iabp was to be swapped out and original to be sent to bio- med for evaluation. There was no patient injury or adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested. An additional report will be submitted upon receipt.

Event description:
The customer reported that while supporting a patient the cs300 intra-aortic balloon pump (iabp) kept generating iabp disconnect message and occasional auto-fill failure alarms. All connections were checked and were secure. There was no indication of a leak. The iabp was to be swapped out and original to be sent to bio- med for evaluation. There was no patient injury or adverse event reported.